Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient was hospitalized due to conducted atrial fibrillation (af). The device properly delivered therapy due to heart rate in the ventricular fibrillation (vf) zone. A number of undersensed beats were seen due to the programming of the sensibility algorithm. Technical support did not recommend programming changes at this time. The patient was treated with amiodarone to treat the af. The patient is in stable condition.